Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post sense t-wave oversensing and had pseduo pseduo fusion. No intervention was performed. There were no consequences to the patient.